Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. The blood glucose reading was 20 to 30 mg/dl. Customer was unconscious. The paramedics were called. Customer was treated with glucagon shot at home. Customer stated that she had an extra glass of wine. Nothing further reported.